Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a return of symptoms (after a day or two symptoms keep coming back) and intermittent therapy. The rep reported >4,000ohms on all bipolar contacts except for 2 & 3. They also reported the following: c0 1419, c1 1480, c2 1098, c3 1063, and 2-3 2120 ohms. As a result of what was reported, the rep will try reprogramming. No further patient complications have been reported as a result of this event.